Event description:
It was reported that during follow-up in clinic, noise on the ra lead was observed. The noise was reproducible in clinic and there were auto mode switching episodes from oversensing. The p-waves were also slightly decreased. Lead revision was recommended. Programming changes were made. It was noted that there were prior episodes of atrial tachycardia and short lived mode switching episodes; however, review of egms showed both atrial tachycardia with far-field atrial sensing of the ventricular paced complex, making it seem like atrial flutter. Physician decided to monitor the lead and reassess the patient at the time of device replacement in about a year.